Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination noted the balloon shell and center patch to be discolored, as they were blue in appearance. White particles were noted on the outer surface of the shell. A valve test was performed, and no blockage was noted. An air leak test was performed, and the balloon was noted to be leaking from one opening on the radius of the shell. Under microscopic analysis, the opening was noted to have striated edges, consistent with surgical damage and device removal activities. No particles were observed in the valve.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Balloon placement and inflation: -slowly fill the balloon with sterile saline, 50 cc at a time. Repeat up to 700 cc (14 strokes). Recommended fill volume is 700 cc, minimum fill volume is 400 cc.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained of vomiting. CT scan confirmed hyperinflation balloon." Device has been removed and replaced.